Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The unit was tested and it was confirmed that the burr lock assembly was damaged and it could not release the cutter device. The burr lock mechanism assembly was disassembled and it was determined that one of the two springs for the lock tabs had failed and were not pushing on the lock tabs to release cutters. It was further determined that one of the springs was observed to be out of place and deformed. The other spring was out of place and was completely gone. It was determined that the root cause for the springs to come out of place was due to the handpiece being run without a cutter. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event: it was reported that during an unspecified ear nose and throat (ent) surgical procedure, it was observed that one of the two attachment devices fell apart and became unscrewed and the other would not release from the motor device. It was further reported that the cutter device could not be removed from the attachment device. It was reported that the device were used together in the same event. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.